Event description:
It was reported that a patient underwent an atrial flutter ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required drainage via a tube insertion. The physician mapped the right atrium and started ablating the cavotricuspid isthmus (cti) line. It was noticed that there was a weird ridge. The physician went up with intracardiac echocardiogram (ice) and noticed an effusion. The physician called echocardiography (echo) and the echo physician felt like it was probably an old effusion, a baseline preexisting effusion because there were clots. The electrophysiology (ep) physician felt like it could have been a new effusion because they were ablating. It was observed the patient's blood pressure had dropped. The patient was awake and talking to staff. The medical intervention provided was a tube was placed to drain the effusion. The ep physician went back in, took a cti sound contour on ice and ablated more because they didn't have block. At the end of the procedure the effusion was still filling and was drained again. The last known patient status was stable. Patient improved however required extended hospitalization for observation. No transseptal puncture was performed. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31465289l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).